Manufacturer narrative:
The involved device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information, fifteen samples from the representative lot returned from the user facility, and surrounding representative lots. Visual inspection of the catheter confirmed there were no defects or anomalies. Magnification inspection of the samples also confirmed no catheter damage. Functional testing confirmed the product met manufacturing specifications. A review of the complaint files confirmed that there have been no previous reports for this lot. Although the cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device was not returned.

Event description:
The user facility reported that during a dental procedure part of the catheter broke off in the patient's vein. Follow up communication with the user facility confirmed: (1) the patient was sent to the hospital to have the catheter piece surgically removed; (2) the catheter piece was located in soft tissue; and (3) the patient is reported doing fine.